Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs (tnths) result for 1 patient tested on a cobas 8000 e 801 module the initial tnths result was 0.112 ng/ml. On (B)(6) 2018 tnths testing was repeated on the same patient sample with a result of 0.00300 ng/ml with a data flag. It was unknown if the erroneous result was released outside of the laboratory. The repeat tnths result was deemed to be correct. There was no allegation of an adverse event. The tnths reagent lot was 34585000 with an expiration date of 31-dec-2019. Based on the qc results there was no indication of a reagent or instrument issue. The analyzer alarm history contained no conspicuous events. The field engineering specialist was unable to determine a root cause. He decontaminated the system, performed preventive maintenance, updated the software, and replaced a clean cell valve module. The investigation did not identify a product problem. The cause of the event could not be determined.